Manufacturer narrative:
H4: the lot was manufactured july 10-17, 2023 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused during patient use. The expected infusion time was 30 minutes; however, the infusion took 73 minutes to complete. The device contained 2000mg ceftriaxone in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.